Manufacturer narrative:
The patient was reported to have not suffered injury due to the retained material. Specific part information, the exact date of the case, and any further planned intervention plan has not been received.

Event description:
A scan after surgery revealed what the clinician believes to be a piece of wire approximately 1cm in length which may have been retained during the explant of a subdural electrode.

Manufacturer narrative:
The patient was reported to have not suffered injury due to the retained material. Specific part information, the exact date of the case, and any further planned intervention plan has not been received. Updated 5/16/2022 further communication received 6/28/2021 established that the remnant is extracranial and located in the subcutaneous scalp. After providing the physician with the materials of construction to discuss potential risks, the family of the patient decided to leave the remnant in place. Per the risk assessment, the risk level remains "acceptable" and no risk file updates are needed at this time.

Event description:
A scan after surgery revealed what the clinician believes to be a piece of wire approximately 1cm in length retained in the subcutaneous scalp during the explant of a subdural electrode.